Event description:
Per the audiologist, the pt's device was explanted in 2007 (date not reported) due to infection. Implantation in the opposite ear is planned. The surgery date had not been reported at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.